Event description:
A customer reported an alarm 2 due to an occlusion event with their insulin pump, which occurred during bolus delivery. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl or read "high" on the cgm. To resolve the occlusion issues, the customer cleared the alarm and resumed insulin delivery. Despite prior troubleshooting efforts, the issue persisted, so the customer was advised to use an alternate insulin therapy while awaiting a replacement pump.